Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) was confirmed. Upon investigation the charger/modem was resetting and showing battery charging when no battery was inserted. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally on the bedside pca, the q1 current-controlling transistor, d2 diode, and u13 cmos flash microcontroller were found to be shorted. Liquid contamination was also found on the pca board. The shorted components were caused by the contamination. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge batteries.